Event description:
It was reported that the pt was implanted in 2008. One month later it was found that the active electrode was not inserted into the cochlear, which was confirmed by a CT scan. It was decided to carry out revision surgery, which took place on the following month. However, during surgery, the ground electrode was accidentally cut, so the surgeon explanted the device and reimplanted with a new cochlear implant. The explanted device had been fully functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.